Manufacturer narrative:
The device was received for investigation. Blood was confirmed in the resector handpiece. Manufacturing attempted to recreate the issued while testing but was unable to reproduce the failure for 3 different lots of finished goods. It is likely that the issue is due to the use/setup at the site. However, the exact root cause could not be determined. We have conducted a lot of history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that blood made it into the phastipp resector. The issue was noticed after a procedure, while attempting to clean it for a future operation. No injury was reported to any patient.